Event description:
The customer reported the system shut down uncommanded. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was evaluated and recalibrated. The system was tested and found to be working as intended and returned to service.